Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "¿there was a possibility that the needle was broken..." - please elaborate on the alleged deficiency experienced with the product. Unpolished or broken needles are difficult to distinguish. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.the device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that it was found that only one needle at the tip was dull needle. There was a possibility that the needle was broken. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.